Event description:
It was reported that during an abdominal procedure, the staples did not form a complete staple line on the distal tip. The case was completed with sutures and another device. The case was extended by 10 minutes. There was no patient consequence.